Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing noted. No sticking button during test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The buttons on the insulin pump seemed to stick when she tried to bolus. The numbers on the screen kept scrolling up. Customer's blood glucose level was 192 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.